Event description:
The account states that the cell-dyn sapphire generated two different hemoglobin results for the same patient sample. The initial test yielded a hgb = 8.9g/dl result. The sample was retested on half hour later,generating a hgb=10.4 g/dl result. Controls and precision were within range. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be sumbitted when the investigation is complete.